Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s infusion set detached and the pump housing was cracked, after which a replacement pump was arranged and the patient was instructed to shut down the device and use backup therapy; the patient was also advised to return the damaged pump using the provided label, sync data to the mobile app before return, and expect to complete the startup process on the replacement, while continuing cgm use via dexcom if desired. Symptoms included no reported alarms or clinical symptoms. Outcomes included no reported impact such as medical intervention or hospitalization. Investigation included remote troubleshooting and user education regarding shutdown, data handling, shipping, and backup therapy. Investigation of this case revealed a damaged external housing consistent with a screen or enclosure break, while device alerts were not reported and insulin delivery reliability could not be assured due to the damage. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external physical damage unrelated to device manufacturing.